Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the ld111 instrument was returned with the flex ring over the upper ring, therefore device would not turn. The instrument flex ring was returned to the original position under the lower ring and turn as intended. As per the IFU "lift one edge of the flexible ring though the iris valve to complete the installation preparation", only one edge of the flexible ring is to be inverted and upon insertion of the instrument into the abdominal cavity it is to be expanded. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device is defective. No additional info is available. There was no pt consequence. One device will be returned.